Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Follow up # 1/supplemental report text- (B)(4) 2012: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a broken lcd display and a black mark exposed on the display. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.